Event description:
Caller reported a cgm error code, which indicated an issue with the continuous glucose monitoring system. There was no adverse impact to the customer's blood glucose level. Technical support walked the caller through a pump reset successfully, and the sensor session was restarted without any further display of the error code.